Event description:
It was reported that the patient underwent a surgical procedure that utilized paragon 28 phantom intramedullary nail system. The lapidus nail was reported bent post-operatively. It was reported that the patient had a normal posture and used a vacoped boot for 8 weeks. The implantation date was not reported and a revision surgery was not scheduled.

Manufacturer narrative:
Identifying information, such as the part number and lot number of the device was not reported to paragon 28. Case information including surgery date(s), or related patient information was not provided by the initial reporter. From returned images of the failure, there was a user deviation from the recommendations in the surgical technique guide. Devices are not expected to be returned for the manufacturer review/investigation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent a surgical procedure that utilized paragon 29 phantom intramedullary nail system. The lapidus nail was reported bent post-operatively. It was reported that the patient had a normal posture and used a vacoped boot for 8 weeks. The implantation date was not reported and a revision surgery was not scheduled.